Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the 23 mm sapien valve was implanted in a 70:30 aortic position, resulting in severe central aortic insufficiency (cai). A second sapien valve was positioned a couple cells lower than the first valve; however, upon balloon inflation the valve moved ventricular and was implanted in a 70:30 ventricular position. The leaflets from the first sapien valve were overhanging the second sapien valve, impairing coaptation of the second valve¿s leaflets and resulting in moderate to severe cai. A third sapien valve was subsequently implanted in a 50:50 position, resolving the cai. The patient was noted to be in stable condition following the tavr procedure. The native aortic annulus measured 21 mm by tee. There was bulky calcification on the severely calcified native aortic valve and the aortic root was also severely calcified. There was no mitral annular calcification (mac) or ventricular septal hypertrophy. The diameter of the sinotubular junction (stj) was 24 mm and the diameter of the sinuses of valsalva was 30 mm. The patient¿s ejection fraction was 50%. During valve deployment, ventilation was held and there was no loss of pacing capture. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per the implanting physician, the perceived cause of the 70:30 aortic position of the first sapien valve was stored tension in the delivery system.

Manufacturer narrative:
Reference manufacturing report number 2015691-2013-20188. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. In addition, there are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy, small, calcified stj), bav may provide indication of potential balloon movement during valve deployment in this case, it is possible that bulky calcification on the native valve in combination with stored tension in the delivery system contributed to the aortic malposition and subsequent cai of the first sapien valve. Although it cannot be confirmed, it is possible that the severe calcification of the aortic root in combination with the first valve being placed too aortic caused the second sapien valve to move ventricular upon deployment. Per report, the leaflets of the first sapien valve were overhanging the leaflets of the second sapien valve, causing cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.